Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluid, stomach pain and fever. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. One day after the event onset, the patient was treated with vancomycin injection (1gm, every third day, discontinued after 21 days) and ceftazidime injection (1gm, once daily, discontinued after 21 days) for peritonitis. The patient has recovered from the events 22 days after the event onset. On an unknown date, treatment with dianeal 1.5% pd2 was discontinued however, dianeal 2.5% pd2 therapy was ongoing. No additional information is available.